Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the article. Software analysis found that there was no indication of the thermal therapy system having an issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier not provided in article. Patient weight not provided in article. Please note that this date is based off of the date the article was published online as the event date was not provided in the published literature. Article citation is included. No evaluation was performed as this event was reported in literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: gross, r. E. And stern, m. A. (2018), magnetic resonance¿guided stereotactic laser pallidotomy for dystonia. Mov disord., 33: 1502-1503. Doi:10.1002/mds.27400 summary: the attached article presented the use of mr-guided laser interstitial thermal therapy (mrglitt) pallidotomy in two patients with medically refractory generalized dystonia who were not considered deep brain stimulation (dbs) candidates, with mixed results. Reported event: 1. One 12-year-old male with dyt1+ primary dystonia affecting all extremities, trunk, neck, and cranial region, was unable to walk with acute bilateral hip dislocations. Mrglitt pallidotomy was performed using bilateral thermal therapy system cooled laser catheters. The catheters were introduced into the global pallidus interna using a non-medtronic platform. A right pallidotomy was performed using direct targeting and proprietary digital atlas software. A smaller left pallidotomy was then performed because off-target temperature limits were exceeded at low power. Post-operatively, gait and coordination issues persisted and the patient remained wheelchair bound and needing assistance with all activities of daily living. It was reported that the hypertonicity of the left upper extremity was noticeably worse and often associated with pain; it was noted that this was likely related to the larger right-sided lesion encroaching the capsule. It was reported that the patient developed jaw-opening dystonia postoperatively, leading to anarthria and dysphagia. See attached article.